Event description:
It was reported through a journal article that one patient in the group experienced a superficial wound complication. No treatment was specified. Due diligence is complete as multiple attempts were made; however, no further information was received. As no additional information has been received, we are unable to provide further information.

Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. G2: finland. Irmola, t., reito, a., kangas, j. Eskelinen, a., niemelainen, m., mattila, v. M., moilanen (2024) assessment of improvement in functional outcomes between a novel knee replacement design and conventional designs in 240 patients: a randomized controlled trial. Acta orthopaedica 2025 96, 127¿134 https://doi.org/10.2340/1745367. D10: additional associated products, unk femoral lot# unk. Unk tibial lot# unk. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.